Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a damaged component - bearings, color rings damaged, extension sleeve damaged, missing balls and cages did not exist and the ball bearings fell apart. It was further determined that the device failed pretest for cutter insertion and lock operation. It was noted in the service order that the device bearings was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the returned device by reliability engineering it was determined evaluated the device and the reported condition was confirmed. It was determined that the device failed the cutter insertion test, the bearings were worn out, corroded and broken creating a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. Failure was caused by worn out bearings. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.